Event description:
Caller states customer reported low blood glucose symptoms with blood glucose result in the 550's (mg/dl) on the advantage system. Within 10 minutes of customer's result, he was taken to the hospital and received blood glucose result of 35 mg/dl on professional device. Customer received unknown medical treatment and was released from the hospital the following day. Requested return of suspect device and replacement was sent.